Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and poly liner as blood/tissue are visible on both devices. The interior surface of the metal head is not clearly visible but appears to have some sort of dark material present, which could be bodily fluids. The liner appears damaged at the rim consistent with articulation against the disassociated stem trunnion. Clinician review: a review of the provided medical information by a clinical consultant indicated: "there was disassociation of the femoral head from the stem based on the x-rays. [¿] conclusion/assessment: disassociation of a cocr lfit v40 femoral head from an hfx accolade stem was confirmed. While medical information regarding treatment were not provided, this will/would require revision surgery. No conclusions regarding the assertion of query about recalled head lots can be made. Root cause: a root cause cannot be ascertained at this time with the limited medical information." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by clinician review of the provided medical records. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient hip dislocation with dissociation of femoral head from stem. Right hip. Per response: the liner came out of the shell? " liner did not come out of shell." The head came out of the liner? " head did not come out of liner."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient hip dislocation with dissociation of femoral head from stem. Right hip.